Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, according to the anesthesiologist, charging the internal cardioverter-defibrillator lasted too long. Therefore, the external defibrillator was used, but the shock of 150 joules was unsuccessful in terminating the ventricular fibrillation (vf). The vf was subsequently terminated by the device. The device remains in use. The patient is a participant in the acute extravascular defibrillation, pacing and electrogram study. No further patient complications have been reported as a result of this event.